Event description:
A consumer implanted for peripheral neuropathy reported stimulation stopped working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.